Event description:
It was reported that during a oessophagog gastrectomy procedure, after firing the device the surgeon noticed that only staple line had fired. Not noted how case completed. No pt consquence noted.